Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulties occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal left anterior descending artery. The 2.00mm x 12mm emerge balloon catheter was initially used for pre dilatation with no issues. The device was removed from the body and rewrapped. Then it was used for another dilatation and was advanced but the balloon became stuck in the mid portion of the guiding catheter. The device was completely removed from the patient as one system including the guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.